Event description:
Pt has been experiencing chest pain only while sitting around. Pt doesn't feel it when they bike ride. No more emergency rooms. "No more period". Don't see the surgeon until the following month. General practice doctor told them to stop bike riding today. Pt doesn't know if they will.